Manufacturer narrative:
(B)(4). Concomitant medical products: offset modular humeral head green 27 mm head height 56 mm spherical head diameter cat#: 00430205627, lot#: 61867542. Humeral stem 18 mm stem diameter 130 mm stem length, cat#: 00434901813, lot#: 63102455. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01649.

Event description:
It was reported that a patient underwent a right initial total shoulder procedure. Subsequently, the patient underwent a revision from a total to a reverse due to wear approximately 16 months later. No further information is known. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.